Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that, during the patient's lead revision on (B)(6) 2020 (related manufacturer reference number: 1627487-2019-13176), the physician was unable to replace the patient's leads due to issues removing the l2 lead for the foramen. As a result, the patient's l2 lead was partially explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: patient and device codes, manufacturer narrative. The reported event of impedance issue could not be confirmed due to only a partial lead was received. As received, the product was returned incomplete. The returned product passed the functional test. The cause of the reported event remains unknown.